Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported they had a separation at bifuse connection to the primary while connected to a patient. There was no patient harm.

Event description:
The customer reported they had a separation at bifuse connection to the primary while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of separation of a bi-fuse was confirmed. Visual inspection showed a separation of the spin lock from the male luer barb. Magnified inspection of the male luer barb did not reveal any tool marks or indications of stress, and the luer barb measured within specification. The root cause of the separation was not determined.